Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Event description:
It was reported that during a realignement fibular osteotomy procedure, a cannulated screw head fractured off during placement. The shaft of the screw remains in the patient's bone. No adverse events have been reported as a result of the malfunction.